Event description:
Boston scientific crm received information that this device triggered end-of-life (eol) and was exhibiting a monitoring voltage of 2.8 volts with a charge time of 34.6 seconds. Technical services informed the local representative that the device triggered eol due to charge time and not battery voltage. Technical services mentioned that this device is no longer included in the shortened replacement window (srw) advisory as the monitoring voltage is greater than 2.65 volts in 27 months of total implant time. Technical services explained that the device is not exhibiting early battery depletion but is exhibiting extended charge time behavior. Technical services recommended device replacement as the device has triggered eol.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device's life cell capacity and current drain were within normal variation. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.